Manufacturer narrative:
B2- other: nerve palsy. A.2: this value is the average age of the patients reported in the article as specific patients could not be identified. A.3: this value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3: please note that this date is based off of the date that the article was accepted for publication as the event dates were not provided in the published literature. D4, g4: product identifiers are unknown. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Nathanael d. Heckmann, douglass w. Tucker, brian c. Chung, thomas steck, brandon s. Gettleman, daniel a. Oakes arthroplasty today bone morphogenetic protein augmentation of large acetabular defects in revision total hip arthroplasty: a viable option for massive bone loss 10.1016/j.artd.2026.101998. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the mid-term clinical and radiographic outcomes of recombinant human bone morphogenetic protein-2 (rhbmp-2) augmentation for the treatment of large acetabular defects in revision total hip arthroplasty. Multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: rhbmp-2 infuse among all medtronic bmp-2 infuse¿treated patients, adverse events included: postoperative infection (2 hips; 11.1%) periprosthetic joint infection requiring re-revision (1 hip; 5.5%) dislocation (2 hips; 11.1%) sciatic nerve palsy (1 hip; 5.5%) heterotopic ossification (brooker grade 2: 3 hips [16.7%]; brooker grade 3: 2 hips [11.1%]) acetabular loosening requiring revision (1 hip; 5.6%) reoperation due to instability or loosening (2 hips; 11.1%) no further information was provided pertaining to medtronic products.